Event description:
It was reported that a spectrum pump alarmed the door was not closed. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported symptom of door jammed message was confirmed through the history log, but was not reproduced during eval. Eval did replicate the alarm when unequal pressure was applied to close the door. The pump was found in specification.